Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via internal jugular vein puncture using the powerport m.r.I. Isp. During the procedure, resistance was encountered while advancing the guidewire through the puncture sheath. Upon withdrawal, the front end of the soft sheath was found to be damaged. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via internal jugular vein puncture using the powerport m.r.I. Isp. During the procedure, resistance was encountered while advancing the guidewire through the puncture sheath. Upon withdrawal, the front end of the soft sheath was found to be damaged. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of sheath in which distal tip of the sheath appears to be partially teared. Therefore, investigation is confirmed for the reported material integrity issue as more specified fracture issue was identified at the distal end of the sheath and inconclusive for the physical resistance, advancement issues as the exact circumstances at the time of the reported event cannot be verified from the provided photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.